Event description:
It was reported that login was prompted during a sensor session. Data was evaluated and confirmation of the allegation and probable cause was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).